Event description:
According to the reporter, approximately 60 to 90 minutes during a total laparoscopic hysterectomy, the blade on the vessel sealer stopped working and the jaws of the device were stuck partially open. It was applied on tissue when the issue occurred but was able to be removed. The device was removed from the abdominal cavity along with the reusable trocar. The knife trigger could not be pulled and the knife blade was not fully retracting. The knife blade was originally protruding and extended beyond the jaws further than it was. A new trocar and vessel sealer were obtained and surgery proceeded. The vessel sealer was eventually removed from metal trocar but further damage occurred to the instrument tip due to the force required. The procedure was significantly extended from 50 minutes to 174 minutes but there was no additional intervention performed due to the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the insulation was damaged on the jaws of the device. The knife was out of the knife track and stuck in the closed jaws of the device. Functional testing found that the damaged a model is consistent with a thermal event occurring. Possibly, the device came in contact with another active instrument, or the user inadvertently made contact with a metal when sealing and caused a short. The product analysis found the device's jaw opening and closing mechanism was not functional. The knife was lodged in the jaws of the device preventing the knife from functioning. The knife blade was unable to advance due to the damage to the knife and jaws of the device. The weld integrity of the device was inspected and was found to be within specification. The device was recognized by the lab generator. No electrical or wiring issues were found. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. Further testing was unable to be performed due to the returned state of the device. It was reported that the device broke during application, device was difficult to remove from trocar, device stopped working and jaws was difficult to open. Also the knife blade did not advance or difficult to advance. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the knife blade did not retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, approximately 60 minutes to 90 minutes during a total laparoscopic hysterectomy surgery, the blade on the ligasure vessel sealer stopped working and the jaws of the device were stuck partially open. It was applied on tissue when the issue occurred but was able to be removed. Device was removed from the abdominal cavity along with the reusable trocar. The knife trigger can't be pulled and the knife blade is not fully retracting. The knife blade was originally protruding and extended beyond the jaws further than it is now. A new trocar and ligasure were obtained and surgery proceeded. Ligasure was eventually removed from metal trocar but further damage (scraped) occurred to the instrument tip due to the force required. The procedure was significantly extended from 50 minutes to 174 minutes but there was no additional intervention performed due to the issue.